Event description:
Olympus (oit) was informed by the user facility that the visera 4k ultra high definition camera control unit needs repair as the unit had no image during an unspecified laparoscopic procedure. The head nurse at the user facility stated no further information is available. No patient injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a ¿wrong connection of memory card¿ was found, and the image disappeared with the ¿shaking of the device¿. It was determined to have been likely caused by dirt, dust or material weakness on connectors. The instruction manual identifies the following related verbiage in chapter 5 inspection, 5.3 connection of a camera head: ¿caution: make sure that the video connector, its electrical contacts, and optical connecting part are completely dry before connecting the plug to the camera control unit. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.¿ olympus will continue to monitor field performance for this device.